Event description:
Although lead revision is likely, it has not occurred to date. The patient's currently implanted model 103 generator is not turned on. Attempts for return of the explanted generator have been unsuccessful; the facility indicated that the device has been discarded, and therefore, product analysis cannot be completed. Clinic notes dated (B)(6) 2012 were received from the physician which revealed that the patient's seizure frequency is the best it has ever been. The seizures have improved with brain surgery and vns. The patient's vns settings were changed on this date, and the patient tolerated the changes well. It was also mentioned that the magnet was shortening the patient's seizures.

Event description:
The patient had generator and lead replacement surgery on (B)(6)2012. During the lead revision surgery to resolve the lead fracture, the model 103 generator which was previously replaced on (B)(6) 2012 was also replaced due to the scrub technician inadvertently dropping the generator on the floor. During dissection of the lead, the surgeon noted a lead discontinuity in the lead body just below the electrode region. System diagnostics with the replacement generator and lead were okay, indicating proper device function. The explanted lead was discarded following surgery. The explanted model 103 generator was received by the manufacturer for analysis on (B)(4) 2012. However, product analysis has not been completed to date. The return product form indicated the reason for replacement was due to the generator dropping during lead revision.

Event description:
During a patient's scheduled prophylactic generator replacement surgery on (B)(6) 2012, pre-operative diagnostics were performed which showed high lead impedance. The surgeon tried to re-insert the lead pin into the generator connector block which did not resolve the high impedance. The model 102 generator was then replaced with a model 103 generator which still indicated that there was high impedance. The surgeon then removed the model 103 generator and performed generator diagnostics with results within normal limits. The surgeon made the medical decision to close up the patient and consult with the patient's family for future lead revision. The patient did not report any adverse events or trauma prior to the surgery date. The patient's newly residing generator was left off at 0ma on both normal mode and magnet mode. No x-rays have been planned at this time. Additional information was received following surgery which revealed that the patient's referring physician for the prophylactic generator replacement had only seen the patient one time prior to replacement. The physician did have a low output current, but he did not run system diagnostic tests because he was worried that the patient may not tolerate the 1.0 ma output current during the diagnostic test. Although full revision surgery is likely, it has not occurred to date. Attempts for additional information from the patient's referring physician has been unsuccessful to date. In addition, attempts for the return of the explanted generator have been unsuccessful thus far.

Manufacturer narrative:
The initial emdr inadvertently excluded the checkbox indicating that this is a 30-day; report. Device failure likely occurred which caused the lead fracture, but did not cause or contribute to a death or serious injury.

Event description:
Product analysis for the replaced generator (model 102) was also completed. The pulse generator performed according to functional specifications, and there were no performance or any other type of adverse conditions found with the device.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
The replaced generator (model 102) was received by the manufacturer for product analysis on (B)(6) 2012, however the analysis has not been completed to date. The return product form indicated the reason for replacement on (B)(6) 2012, was prophylactic. The product analysis for the dropped generator during lead revision (model 103) was completed. Electrical test results showed that the pulse generator performed according to functional specifications as defined. There were no performance or any other type of adverse conditions found with the pulse generator. Product analysis for the replaced generator (model 102) has not been completed to date. Additional information was received from the referring physician indicating that no patient manipulation or trauma occurred that is believed to have caused or contributed to the high impedance. No x-rays were taken prior to full revision surgery.